Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the channel tube. In addition to the foreign material that came out of the forceps channel, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the grip, the universal cord and the upward/downward plate were sticky; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the forceps and the channel cleaning brush could not be inserted smoothly due to damage on the channel tube; the light guide lens was slipping down; the control unit was corroded due to water leakage; the video connector case was discolored; the forceps channel port was corroded; and there were scratches on the control unit, the grip, the upward/downward plate, the universal cord, the video connector case, the video connector, the light guide connector, the video cable, the forceps elevator lever, the angulation lever, the insertion tube rotation ring, and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material coming out of the forceps channel could not be determined since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The event can be detected and prevented in accordance with the following IFU: the instruction manual urf-v3 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual urf-v3 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the uretero-reno videoscope had water leakage. There was no report of patient harm. The device was returned, evaluated, and residual liquid/foreign material came out of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.